Event description:
Facility alleges blood leak during dialysis. 17th use. Blood leak alarm - + blood in dialysate. Treatment stopped & restarted with new dialyzer. Circuit discarded - ebl 200cc. No further medical intervention required.